Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with severely cracked and bleeding lcd glass, minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer broke his insulin pump and would no longer use it. He stated it had nothing to do with medtronic and that he was just upset with another party for not being able to get his supplies when he needed them. The blood glucose reading was 81 mg/dl. The customer stated that there were no cracks on the insulin pump but that the screen was damaged and completely black. He had thrown the device due to frustration for not getting help with the supplies. Nothing further reported.